Event description:
It was reported that there was a pericardial effusion. During a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The transseptal was completed and the procedure was successfully completed with the closure device implanted in the left atrial appendage (laa). There were no patient complications that were reported to have occurred during the procedure however approximately five to seven hours post procedure, the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and drained fluid from the patient. The patient made a full recovery from this event and has been discharged from the hospital. In the physician's opinion, it was not possible to confirm which device contribute to the patient complication. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.